Event description:
A surgeon reported that a patient experienced an unexpected postoperative refraction when the axis flipped following intraocular lens implant surgery. The surgeon also reported that the patient is seeing 20/30 and is satisfied with her visual outcome.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 03/04/2009. This report was mailed to FDA on: 04/03/2009.